Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site and evaluated the imaging system. The rotor motion controller was not communicating with the imaging system. The collimator servos was causing the rotor motion controller not to boot and communicate on the network. The suspect collimator and the circuit board were returned and evaluated by medtronic. Evaluation determined that there was electrical defect on the collimator, and the circuit board had connections with broken tabs. A replacement collimator, pcb board, and rotor box were shipped to the site. Upon replacement, a full system checkout was performed, with all checks passing. System is now fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that prior to beginning a spinal fusion procedure, the imaging system was not booting up all the way. Despite multiple reboot attempts, system still did not completely boot up. Site decided to proceed with the procedure without use of the navigation and imaging system. Procedure was completed with no adverse effect on patient outcome.